Event description:
It was reported by repair work order that the left track was broken and off of the track of the stair pro. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.